Event description:
It was reported that the patient with this right ventricular lead presented to the hospital with reports of over fifty shocks and shock impedance measurements of less than 20 ohms. The patient experienced a ventricular fibrillation storm. It was believed the lead had been twiddled by the patient and that there was likely a system malfunction. Ts recommended an x-ray as well as lead replacement. It was noted that the patient was in poor condition and might not survive to receive a replacement. At this time, the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that the patient with this right ventricular lead presented to the hospital with reports of over fifty shocks and shock impedance measurements of less than 20 ohms. The patient experienced a ventricular fibrillation storm. Boston scientific technical services troubleshooting options including lead replacement. It was noted that the patient was in poor condition and might not survive to receive a replacement. At this time, the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to csf/b5 and coding: took off ventricular fibrillation and twiddlers syndrome due to medical review 14653005. If additional information is received, a supplemental report will be filed at that time.